Event description:
This customer reported a failure to discharge during operational check of the device.

Manufacturer narrative:
(B)(4): this customer reported a failure to discharge during operational check of the device. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.